Event description:
Alarm sounded, all the lights were lit up like when you push the test button. Lasted about 20 seconds, then came back on. When alarm stopped all settings appeared to be the same except the rate which went from 2 to 0. This happened 2-3 hours earlier, at that time respiratory therapist hit the test button and it showed no error codes. Vent removed, changed out after second occurrence. No harm to pt.